Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: flexibility adjustment ring has a scratch; grip has a scratch; scope cylinder has no color; right/left knob has a scratch; switch box has a scratch; electrical contact of endoscope connector is deformed; plastic distal end cover has a chip; and connecting tube has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii colonovideoscope, for the annual inspection, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
It was unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, air/water tube, a-rubber adhesive, and insertion tube could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.